Manufacturer narrative:
A review of the mfg paperwork has been conducted.

Event description:
On (B)(6), 2006, this pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during the initial procedure, the trunk-ipsilateral leg component was not deployed as close to the renal arteries as intended due to a renal stent partially obstructing the proximal landing zone. Final angiography showed no evidence of endoleak. On an unk date, f/u imaging reportedly demonstrated a possible type ii endoleak with aneurysm enlargement (amount unk). On (B)(6), 2010, an add'l procedure was performed to treat the endoleak with aneurysm enlargement. It was reported that intra-operative angiography demonstrated a proximal type I endoleak and not a type ii endoleak as previously thought, so the physician implanted an add'l aortic extender component for proximal extension. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. Add'l info has been requested.